Event description:
It is reported by the sr. Nurse that the distal locking doesn´t work as expected.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Speedlock sleeve is regarded as concomitant product.

Event description:
It is reported by the sr. Nurse that the distal locking doesn't work as expected.